Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 15 minutes: 375 mg/dl (instant) and 160 mg/dl (unknown accu-chek system).